Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Multiple attempts were made to obtain a machine repair resolution, however, no follow-up was received from the user facility. Therefore, the repair activities and the current service status of the unit are not known. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of saline bag backfilled during recirculation was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a saline bag back filled during recirculation mode and that the tmp was unstable. A patient was not connected to the machine at the time of the incident. The drain line and the drain height were within specifications. Attempts to obtain information related to the machine repair service activities have been unsuccessful. No further information has been made available.